Manufacturer narrative:
Device received with partially broken retainer ring and missing reservoir tube lip o-ring. Device received with broken off piece at the reservoir tube lip and dog chew marks at the reservoir compartment and retainer. Unable to perform displacement test and p-cap or reservoir will not lock properly due to dog chew marks at the retainer and reservoir compartment.

Manufacturer narrative:
Device received with partially broken retainer ring and missing reservoir tube lip o-ring. Device received with broken off piece at the reservoir tube lip and dog chew marks at the reservoir compartment and retainer. Unable to perform displacement test and p-cap / reservoir will not lock properly due to dog chew marks at the retainer and reservoir compartment. R&d disposition: for (B)(4), the retainer had damage due to misuse of the insulin pump. The retainer on this insulin pump was entirely smashed inward. The electrical board could not be inserted. In addition, the surrounding insulin pump case was severely damaged.

Manufacturer narrative:
Device received with partially broken retainer ring and missing reservoir tube lip o-ring. Device received with broken off piece at the reservoir tube lip and dog chew marks at the reservoir compartment and retainer. Unable to perform displacement test and p-cap / reservoir will not lock properly due to dog chew marks at the retainer and reservoir compartment. R&d disposition (B)(4): for (B)(4) , the retainer had damage due to misuse of the insulin pump. The retainer on this insulin pump was entirely smashed inward. The electrical board could not be inserted. In addition, the surrounding pump case was severely damaged.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir was not able to lock in place when inserted into insulin pump. The customer also stated that there was bite marks on the reservoir. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.